Event description:
It was reported that catheter shear occurred while in the patient's vein. Another device was able to be used to complete the procedure.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. One photo for analysis was received. The photo displayed an empty plastic bag. Unfortunately, the photo provided did not include views of the affected device to evaluate for potential non-conformances. The actual sample was not returned and photos of the affected device were not available, we were unable to perform an in-depth investigation. Causal factor could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product was released after the review of all acceptance of applicable documentation. Premature removal of the introducer needle from the catheter can result in catheter shear upon insertion. The catheter is thin wall by design and needs the needle in order to thread properly into the vessel, with the needle acting as a guide wire during the process. Additionally, in terms of background information, it was important to note that catheter shear can be attributed to practices not supported by the infusion nurses society standards of practice. These types of practices include, but were not limited to, reinsertion of the needle during initial intravenous (IV) placement. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Complaint information will continue to be monitored. The manufacture regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.